Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following field was updated: h3. The device was returned to olympus for evaluation and confirmed the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage to the section of the device or deformation. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.